Event description:
It was reported by the sales representative that the white, ceramic tip, broke off of the probe and could not be found. They do not know if it broke off in the pt or not.

Manufacturer narrative:
Additional info will be provided once investigation is provided.